Event description:
A malfunction alarm was reported by the customer, specifically with code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump and provided instructions on further steps. The customer was able to continue using the pump and understood the guidance provided.